Event description:
I had saline breast implants by mentor put in (B)(6) 2005. By (B)(6) 2005, I was experiencing painful joints, fatigue, and severe depression. I was diagnosed with rheumatoid arthritis, hashimoto's autoimmune disease and depression by (B)(6) 2005. Since then I have continued to suffer with these along with brain fog, memory problems, confusion, rashes, severe unexplained itching, painful and itching breasts, anxiety, and suicidal thoughts.